Event description:
Patient with many uderlying medical problems was receiving plasmanate via dialysis line for hypotension. The visual air detect alarm flashed but the audio air detect alarm was in bypass mode so the machine continued to operate. No light was burning to signal that the machine was in bypass mode because the switch lamp socket had been ordered. The patient became bradycardic and apneic and air was found to be in the dialyzer and tubing lines. Immediate CPR was unsuccessful. The event was reviewed by medical staff quality assurance committee. The cause of this very critically ill patient's death was not determinedinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, user education provided. Invalid data - on device destroyed/disposed of status.